Event description:
It was reported the patient was not feeling stimulation in his leg and was receiving unintended stimulation in his ribs. Reprogramming was unable to resolve the issue. The physician explanted and replaced the leads. The patient reported receiving effective stimulation therapy and the patient's issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.